Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant when placing this right atrial (ra) lead into the heart poor pacing thresholds were seen in various locations. The ra lead was replaced and will not be returned due to infectious disease. No adverse patient effects were reported.